Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that the therapy started to work good, but then it stopped. Patient said on the 3rd day after surgery, they were dry when they went to the bathroom and they were able to hold it to get to the restroom too. The next day or so after the procedure, the patient's symptoms started to go back to their original symptoms. The patient said they were still wet and couldn't get to a bathroom in time and when they did they were already soaked. Patient mentioned that they have an appointment with their healthcare provider (hcp) on the 12th to get the stitches out. Guided patient to discuss with hcp. On 2024-nov-12, additional information was received from the patient. Patient has a follow up appointment today with hcp to discuss symptoms and check if maybe they have an infection that was not letting them to obtain relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.